Event description:
It was reported that the patient originally had one implantable neurostimulator (ins) in her chest and another on the lower left side below her ribs. The reporter stated that a few years later both ins¿s were replaced with only one in the patient¿s upper left side chest. The reporter did not know the reason for replacement, but it may have been because the one ins below her ribs caused her discomfort. The reporter stated that he really did not know if that was the reason for replacement at the time, but it could be a factor. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #6000032-2014-00088 as the patient had two ins¿s implanted at the time of replacement and it was unclear which was below the ribs.

Manufacturer narrative:
Concomitant medical products: product ID 7436, serial# unknown, product type: programmer, patient; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: implantable neurostimulator; product ID 3387-40, lot# j0340564v, implanted: (B)(6) 2003, product type: lead; product ID 3387-40, lot# j0340523v, implanted: (B)(6) 2003, product type: lead; product ID 748266, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7438, serial# unknown, product type: programmer, patient. (B)(4).